Event description:
The reporter stated that the unit does not recognized the syringe. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.